Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling probe unit coting, missing single component, paste-like, thixotropic adhesive (ke45) around the forceps and light guide cover, and both the objective and light guide lens have peeling on cement. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented an issue of the scope not giving an ultrasound image during reprocessing. There were no reports of patient involvement.